Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level dropped too low for the controller to read (<1.1 mmol/l, <20 mg/dl) while wearing the pod and the patient fell unconscious. Paramedics were called and gave the patient glucagon injections and intravenous fluids. The patient input their basal settings incorrectly, setting up 5 units/hour instead of .5 units/hour when setting up their new omnipod 5 controller. Additionally, the patient had not attended several appointments with their diabetes nurse. The patient received an automated delivery restriction alarm due to his glucose levels being high for a prolonged period of time. He also gave a user initiated correction around the same time of 4 units when the bolus calculator had recommended 2.2 units. The settings on their op5 are now correct.